Manufacturer narrative:
Physio-control further examined the removed user interface pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u2. Ic chip u2 had corrupt memory which prevented the device from completing the boot-up cycle.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the user interface pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it would continuously reset by itself and not complete the boot-up cycle. As a result, defibrillation would not be possible.